Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The landing zone of the left atrial appendage was measured at 20mm with transesophageal echocardiography (tee). Tee and angiography was used for the procedure. The patient was in atrial fibrillation. It was noted that the device compressed to a marshmallow shape. A tension and stability check was performed. Close criteria were satisfied before and after the tension test. The device was implanted. On (B)(6) 2024 the patient presented with neurological deficits and experienced a transient ischemic attack (tia). On (B)(6) 2024 an echocardiogram and transesophageal echocardiography showed the device was no longer in its original position. The device had slipped out of the circumflex ridge and was in the atrium. No intervention or open surgery was planned. The patient status was stable.

Manufacturer narrative:
An event of device migration was reported. Analysis of the two tee videos received from the field indicated that the device was partially outside the laa on the mitral side. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The landing zone of the left atrial appendage was measured at 20mm with transesophageal echocardiography (tee). Tee and angiography was used for the procedure. The patient was in atrial fibrillation. It was noted that the device compressed to a marshmallow shape. A tension and stability check was performed. Close criteria were satisfied before and after the tension test. The device was implanted. On (B)(6) 2024 the patient presented with neurological deficits and experienced a transient ischemic attack (tia). On (B)(6) 2024 an echocardiogram and transesophageal echocardiography showed the device was no longer in its original position. The device had slipped out of the circumflex ridge and was in the atrium. No intervention or open surgery was planned. The patient status was stable.